Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. Customer¿s blood glucose level was 28 mg/dl at the last week. The customer was assisted with troubleshooting. There was indication that the insulin pump over delivered insulin. The product was not returned for analysis.